Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure to implant a trial scs system. It was reported the patient experienced an abnormal amount of pain when the leads were placed and the pain worsened when stimulation was turned on. The physician decided to pull the leads and abort the procedure. Follow-up indicated the patient was sent for a CT scan after the procedure and it was negative.